Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft was inserted into a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It is reported that the physician began to deploy the stent graft appropriately as was indicated by the marks on the angiography screen, however, when the stent graft was partially deployed it was noted to be too far distal to the renal artery. It was reported that the magnification of the image was possibly changed: therefore, the markings on the screen were different. The pt's anatomy between the renal artery and the aortic bifurcation is reported to be short; therefore, the gate was in one iliac. It was reported that since only one or two stent rings were deployed, the physician attempted to re-sheath the stent graft, however, this was unsuccessful; therefore, the physician advanced the 22 french sheath to recapture the stent graft. It appeared that the device was re-captured and as the physician moved the device distally the graft "popped out" and had to be re-captured again. The physician successfully recaptured the stent graft and removed the device from the pt. It was reported that upon inspection of the partially deployed stent graft, the physician found intima on the stent graft from the left common iliac artery; therefore, the physician elected to convert the pt to open surgical repair. Ti is reported that the dissection of the iliac artery may have been caused by the noted fracture of the top stent ring of the stent ring of the stent graft. The pt is reported to be fine and no clinical sequelae have been reported. The device was discarded and is therefore unavailable for returned goods investigation.